Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during an open bowel resection, the surgeon was able to press the green button and was able to squeeze the handle, but there was a cracking of the handles and noticed that the tissue was thick for the reload (which could have resulted in the handles breaking). As a result, the device did not fire. They used a new handle and a purple reload and it fired as intended, then the case was completed. There was no patient injury.